Event description:
During a ptca treatment procedure, removal difficulties were encountered. Following angioplasty of a calcified lesion. In an unspecified artery, the balloon became stuck in the guide catheter. The physician had pulled negative pressure to ensure that the balloon was totally deflated, but he was unable to remove the device. The physician then pulled the balloon and the guide catheter out together in order to remove the balloon. On examination of the balloon upon removal, the physician noted that the balloon had not deflated or re-wrapped properly. No patient injuries or complications were reported.